Event description:
During a stent assisted coil embolization of the posterior communicating aneurysm, the surgeon felt friction when advancing the enterprise stent (enc452212/10320130) through the prowler select plus microcatheter (catalog and lot numbers unknown) and the stent dislodged in the microcatheter when the physician exerted force. Both devices were removed as a unit. The resistance occurred before the stent had reached the aortic arch. It was reported that the stent could not advance or withdrawn from the microcatheter. A continuous flush had been maintained through the microcatheter. There was no report of damage to the devices and another stent was used with the same microcatheter to complete the procedure. Information about how the stent was removed from the microcatheter so it could be reused was not provided. There were no patient adverse events.

Manufacturer narrative:
It was initially reported that the stent was accidentally deployed outside the patient; however, additional information received on 5/14/2014 indicated that the stent dislodged in the microcatheter and was removed with the microcatheter as a unit. Therefore, the incident met MDR reportable criteria on 5/14/2014. (B)(6). Complaint conclusion: one non-sterile enterprise delivery wire was received in a plastic bag inside its coil dispenser. The delivery wire was inspected, and no damages/anomalies were found. The introducer tube and stent were not received. The delivery wire was observed under microscopic magnification, and no damages/anomalies were found. Functional testing was performed. The delivery wire (without stent) was inserted and advance through a microcatheter, and it passed completely through. No anomalies were found during this test. Note: a microcatheter and introducer tube lab sample were used on this test since involved components were not returned for analysis. (B)(4) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10320130. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. The resistance/friction between the stent and microcatheter was not confirmed. The delivery wire was tested with a lab sample microcatheter and no resistance/friction was felt. In addition, it was reported that the microcatheter involved in the incident was used successfully with other devices after the incident. The premature deployment could not be evaluated since the stent was not returned for analysis. The cause of the event experienced by the customer could not be conclusively determined; however, analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed to the reported condition since the records indicated that the product met specification prior shipment. No corrective actions will be taken at this time. This is an initial/final MDR report.